Event description:
A malfunction was reported on the customer's pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer contacted technical support for assistance in resolving the malfunction, and no additional actions were taken to address the high blood glucose level. Technical support helped the customer reset the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to call back if the issue returned, which the customer acknowledged and understood.